Event description:
Customer reported that the sensor gave inaccurate readings. She stated that the sensor read a low of 58 mg/dl when the blood glucose reading was 125 mg/dl. The sensor glucose graph was not trending in the direction of the blood glucose. Customer was advised on calibration protocol. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.